Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a cracked case above the corner of the display window.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 25.0mmol/l. Customer's father stated that the insulin pump had several no delivery alarms prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.